Manufacturer narrative:
Date of event is estimated. Date of explant is estimated. During processing of this incident, attempts were made to obtain complete patient information (weight) but no information was received.

Event description:
It was reported that patient experienced an infection. As a result, surgical intervention was undertaken and the entire thoracic scs system was explanted at a unknown date.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.